Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad does not function, which was reproduced during evaluation as no keys working. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad did not function. The device would turn on, get to the first menu where you select area, press ok and nothing happened, the key would not select. There was no known patient injury or medical intervention associated with this event. No additional information is available.